Event description:
It was reported that there was laceration of the lumbar portion of the catheter. The patient experienced loss of efficacy of therapy and withdrawal symptoms. A catheter access port (cap) contrast study diagnosed the catheter laceration. The catheter was replaced and disposed of in accordance with biohazard instructions. The patient recovered without sequela. The device system was used to deliver morphine and bupivacaine.

Event description:
Additional information was received from a health care provider (hcp) through a study regarding a patient receiving intrathecal bupivacaine 20mg/ml at 5.244mg/day and morphine 20mg/ml at 5.244mg/day. The indications for use were chronic low back pain, peripheral neuropathy, and non-malignant pain. The etiology was listed as the lumbar portion of the catheter; related to the device or therapy. It was not related to the implant procedure. The logs had not been read. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).